Event description:
It was reported that the customer's belt clip broke. Customer's blood glucose level at the time was unknown. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. Unit received without belt clip. Unable to verify damage to belt clip. No damage noted on belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.